Event description:
It was reported the patient was revised for instability. During the procedure it was noted there was migration of the tibial component and wear of the articular surface. Product was discarded by the facility. No additional medical records available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported): 42532006402 persona tibia cemented 5 deg stemmed right size c lot# unk.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned; review of the provided pictures identified that the articular surface has excessive wear. Review of the device history records identified no related deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. This complaint has been confirmed by review of the provided pictures. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.